Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ac power failed and issue reoccurred. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that the failure was caused by a damaged pyxibus cable and a defective aio display assembly. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of es - ac power is failed again was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that upon arrival the system was powered on, but the aio was off. The system was switched off and back on, and all components came up normally. A faulty power supply and a defective aio were suspected, as the aio displayed a dim corner on the screen. Both the aio and the power supply were replaced, and all components tested good using hta and/or application. A proactive inspection was performed, and a damaged 6 drawer cable was replaced with no issues observed. During dchu visual inspection: pn 120547-01: the unit revealed signs of thermal damage, including exposed copper strands and burn marks. No fluid ingress or other anomalies were observed. Pn 136617-03: the unit was received in good condition with no signs of physical damage, broken connectors, broken wire harnesses, fluid ingress, missing screws, missing components, dents or other anomalies. Pn 139625-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or other anomalies. During dchu testing: pn 120547-01: no further testing was required due to evidence of thermal damage, with exposed copper strands observed on the assy cbl pyxibus 6 drawer. Pn 136617-03: testing was performed on the assy power module med in esd-protected surface using a calibrated digital multimeter; voltage verification was performed, and all pin measurements were found to be within the specified limits and the hta confirmed all diagnostic tests were completed successfully with no anomalies or intermittent behavior observed. Pn 139625-01: testing was performed on an esd protected surface, and no physical anomalies were found. The unit was then installed on (ncr: eq-010601-ti2) using the hta platform, where a dark shadow was observed in the lower-left corner of the display; therefore, no further testing was required. During dchu internal inspection: pn 136617-03: the power module was disassembled and inspected. No electrical faults or damaged components were observed during the inspection. However, the power supply board was found to be dirty, with a slightly amount of lint present. The fan was also noticeably dirty; however, the power distribution board was in good condition with no anomalies observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue es - ac power is failed again was due to the damaged of the assy cbl pyxibus 6 drawer (pn 120547-01) which had signs of exposed copper strands leading to the observed thermal damage and compromising the drawers functionality. Additionally, the root cause of the shadow on the screen is attributed to a faulty aio panel assembly, which caused the lower-left corner to not display information properly.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the air cooler power was failed. A field service engineer (fse) had arrived to find the system powered on but the all in one (aio) off. The station had been switched off and back on, and everything came up normally. It was suspected that either the power supply or the aio was faulty, as the aio had a corner on the display. Both the aio and the power supply had been replaced. Everything had tested good in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ac power failed and issue reoccurred. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.